Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit alarm and alarm continued despite pressing the iab fill key multiple times. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, d1, d4 (unique identifier, catalog,and serial), d10, g2 the customer denied any other troubleshooting needs at the time. Esp personnel collected product surveillance information and provided direct contact information for any other troubleshooting assistance. No report of patient harm or injury.

Event description:
It was reported by the customer by a direct call through the clinical emergency support line that the cardiosave intra aortic balloon pump (iabp) during use had a gas loss in iab circuit alarm. The customer reported that the alarm continued despite pressing the iab fill key multiple times. The customer also reported that once the pump console was replaced with another cardiosave, the alarm resolved. The customer stated that there was no blood, discoloration or flakes in the helium tubing and that all connections were secured. No harm to the patient.